Event description:
It was reported that during an unspecified surgical procedure the motor device was "overheating". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement reported no patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  The unit was tested and was found to overheat after seven minutes. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.